Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The breach was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug (further details not reported) added into dianeal solution the peritonitis. On an unreported date, the patient recovered from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information was provided.